Manufacturer narrative:
Patient had a relapse with their periodontal disease, and their dentist sent a letter of recommendation to cease treatment due to their initial adverse event.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported having periodontal disease and continual issues with the disease while using the aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.